Event description:
It was reported that this device was used to dilate a mid lad lesion located on a bend in the artery. After other devices were used and removed,the cines were reviewed and it was observed that a dissection occurred while this device was in use. The dissection was not observed at the time of its occurrence. The physician successfully completed the procedure.